Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and pump history shows no activity outside normal use. The pump powered on appropriately and ezprime steps were successfully completed without any issues. The force sensor calibration was found to be within specification. There were no issues found with the force sensor pins or the force sensor circuit. Unrelated to the complaint, investigation revealed a dim/faded display screen and scratches on the display film. The display was replaced with a test display, and contrast returned to normal.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.